Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. Prior to procedure, it was revealed that the right ventricular lead exhibited loss of capture and r-wave amplitude variation. The lead was capped and replaced on (B)(6) 2020. The patient had no consequences.